Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an 'error 3' message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were issued to the patient.

Manufacturer narrative:
Follow-up # 1 (08/06/2013)-product evaluation: the patient¿s test strips were returned on 07/23/2013 and analysis completed on 08/02/2013 by lifescan product analysis. The reported complaint could not be confirmed. However, a secondary issue was observed. Error 4 message was observed when the test strips were analyzed using control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.